Event description:
An adverse reaction was observed after use of a flexiglide (used for a bilateral revision carpal tunnel release). The flexiglide was used as a wrap to insulate the nerve from scarring. Monocryl suture was used to close flexiglide wrap. The left hand incision remained open for 4-6 weeks draining a substantial amount of serous fluid. Pt was treated with antibiotics and local wound care; eventually healed but the patient's discomfort continued (pain, pressure, stiffness) so it was decided to remove the flexiglide. During surgery there was an accumulation of a viscous, opaque fluid around the median nerve. Doctor cultured it and sent it for lab testing. There was no evidence of flexiglide present with the exception of 2 small fragments. The median nerve appeared to be covered with a fibrous membrane encapsulating it, but without noticeable scarring around the nerve site. The membrane was incised and removed from the nerve, and placed in the specimen cup. There appears to be a small segment of monocryl suture within the specimen. The median nerve appeared to be healthy, and the incision on was closed in standard fashion. Anecdotally, the patient's symptoms appear to mimic an inflammatory response to a foreign body, or perhaps a systemic reaction to the material used in flexiglide.